Event description:
The hospital reported that during the endoscopic vein harvesting procedure, one device was not cauterizing and the second device was sticking in the cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: the testing was completed. The customer complaint of sticking is not confirmed. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.